Event description:
No additional information.

Manufacturer narrative:
The customer reported leakage issues with texium, but sample received for this pr is under the other investigation child. Only 1 sample for two investigations. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 24301-0007t. Batch#: unknown (provided lot #240752124), 24085241. It was reported by the customer that another one of our sites, the set used was 24301-0007t. The leak occurred at the end piece before the infusion even started. Verbatim: another one of our sites, the xxx located in xxx experienced this as well. The drug was taxol and the set used was 24301-0007t. The leak occurred at the end piece before the infusion even started. They cannot pinpoint exactly what lot was used but a majority of the lot numbers located in the pharmacy are lot: (10) 240752124. The other lot number that was potentially used was lot: (10) 24085241. Shipping label task has been created. Per bd rep, no shipping container is needed. Please make sure to include the rep in all communication as he has the sample.